Manufacturer narrative:
.

Event description:
Mcmillian, md, et al. "Catheter-associated masses in patients receiving intrathecal analgesic therapy." Intl anesthesia research society. 2003; 96: 186-90. The patient with failed back surgery syndrome developed a catheter associated mass and was asymptomatic. The medication was morphine 25 mg/ml at a daily dose of 3.5 mg and 0.25% bupivicaine. The duration of therapy was 16 months. The patient had previously been treated with a spinal cord stimulator that had become ineffective and left in place before the start of intrathecal therapy. She was completely asymptomatic and receiving excellent analgesia at the time of the diagnosis of the mass. She elected to continue intrathecal therapy with a different opiod and was treated with a continuous infusion of hydromorphone in bupivacaine without any interruption of therapy.